Manufacturer narrative:
It was stated in the ufr that a third party service organization checked the device in follow-up of the event and was not able to duplicate the problem. No logs were made available from the time of event. Since dräger first became aware more than two months after the event it was considered that a new dispatch of a dräger service technician would not be meaningful - the logs that could have been retrieved at a later stage with high certainty do not cover the period in question anymore. No other information was further provided. A reliable conclusion in terms of root cause is impossible due to lack of information. A ventilator shutdown is not necessarily related to a device malfunction - an overpressure situation in the airway system for example may also trigger a ventilator shutdown. Indeed, the fact that the third party service intervention did not reveal any deviation makes it more likely that the event was not related to a malfunction. As reported for the particular case, a shutdown of automatic ventilation is always accompanied by a corresponding alarm to alert the user. Manual ventilation via the inbuilt breathing bag and the monitoring functions remain available to the full extent. This worked in the particular case; no patient consequences have reportedly occurred.

Event description:
It was reported that during a case, automatic ventilation stopped working and the machine alarmed. The machine was swapped out and there was no patient injury reported. It was however possible to derive from the user facility report that the surgical time was prolonged.